Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Just after opening the mdm cobalt chrome liner, the surgeon noticed that some paper (similar to a sticker or label) was attached to the inner side of the liner itself. He was able to clean the liner using some alcohol and then implant it.

Manufacturer narrative:
An event regarding foreign matter involving an mdm liner was reported. The event was confirmed. Conclusions: a memo provided by the manufacturing cell concluded that the visual inspection requirements make it unlikely that this isse originated in the manufacturing process, but subsequently adhered to the mdm cup as part of the handling of the complaint device. The replication analysis also indicates that it is extremely unlikely that this non-conformance occured at the manufacturing site. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Just after opening the mdm cobalt chrome liner, the surgeon noticed that some paper (similar to a sticker or label) was attached to the inner side of the liner itself. He was able to clean the liner using some alcohol and then implant it.